Manufacturer narrative:
A new lead was successfully implanted. The abandoned lead has not be returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device replacement procedure, this right ventricular lead was abandoned surgically due to a fracture distal to the lead pin. No adverse patient effects were reported.